Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. However, the motor home switch was found with corrosion. Insulin pump unable to test motor due to motor anomaly. Insulin pump received with a minor scratch on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called stating that her insulin pump alarmed motor error when she was trying to rewind the device. Customer's blood glucose level is 323 mg/dl. She has been treating by using an old insulin pump. There were no significant events leading up to the alarm. The device was not exposed to a strong magnetic field. Customer does not use the sensor feature. She is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.